Manufacturer narrative:
H6: investigation summary: no photos or samples were received by our quality team for evaluation. Twenty of the retained samples from the reported batch have been examined and no leakage was observed. Therefore, the team was unable to confirm the customer experience. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. This nonconformance could probably be due to a defective connectivity due to a defective luer dimensions or any damage in the syringe tip, but it could be also related with the handling of the product as some insufficient adjustment between of the devices by the end user. As the team was unable to confirm the customer experience, no samples have been provided, and a review of the DHR showed no abnormalities, a root cause could not be established. H3 other text : see h10.

Event description:
It was reported that a syringe flu plus 0.25-1ml var dose 23x1 leaked during use. The following was reported by the initial reporter: "leakage from above and below the bung while drawing as it creates bubbles and vaccine is wasted as it goes below the bung."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a syringe flu plus 0.25-1ml var dose 23x1 leaked during use. The following was reported by the initial reporter: "leakage from above and below the bung while drawing as it creates bubbles and vaccine is wasted as it goes below the bung."